Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient had been in and out of the hospital, and was in the hospital at the time of the call. Additional information was not provided. The reason for the hospitalization was not reported, and there were no blood glucose values provided. Customer technical support made multiple attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized for unknown reasons and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.